Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor pad was not sticking to the reservoir. Another level sensor pad was used, but the issue remained. As a result, 3m double-sided tape was used to attach the level detector to the reservoir. The tape also peeled off and had to be changed multiple times. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.